Manufacturer narrative:
Battery received was send to manufacturer for evaluation. Till now no additional or similar cases are known. Based on current information we consider the issue as a single case. Final report will follow as soon the evaluation are complete.

Event description:
During charging process the battery got hot and started melting. Assistant took battery pack out of the office, later than the battery pack started to burn.